Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2016 with the following findings: the battery compartment was found to be cracked. The display screen was dim and discolored. The display lens also had a crack. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked, the display screen was dim and discolored, and the display lens was cracked. This report is made based on results of investigation completed on (B)(6) 2016.